Manufacturer narrative:
(B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fse was not able to confirm or verify reported issues. The fss performed a field service checklist.. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a surge and posterior capsule rupture. This event occurred with 2 cases; one was the first procedure of the day and the second occurrence was the last procedure of the day. The surgery center indicated the capsular rupture was due to the system condition was not good at the time of the event. The procedure was delayed for 40 minutes for medical treatment. The intraocular lens (iol) was implanted with no issues. At this time, it is unknown if both patients required medical treatment and if delay was for both patients. This is two of two reports.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.